Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, customer stated that user was able to dispense medication while it was in hold status. A technical support specialist (tss) upon reviewing the provided order identifier, it was noted that no medication had been dispensed. The tss verified this in the all events report. The customer was then asked to attempt dispensing medication while it remained on hold status. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user observed that suspended medication orders on the electronic health record were not being suspended on the pyxis device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.